Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The vent engine and sensor interface board were replaced proactively. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an over delivery of tidal volume. There was no report of patient injury.